Manufacturer narrative:
An investigation of the reported condition was performed. There were no samples received with this complaint therefore an examination of the issue could not be made at this time. The reported condition was not confirmed. A review of the device history record (DHR) was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality department prior to release of product. Because there was no lot number, a date of manufacture could not be determined. This issue is being addressed via a corrective / preventive action (CAPA). If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2/2/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a foam positioning kit. The customer states the velcro is missing that is used to tie down the arms and the velcro on the head section is twisted.